Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product wasnot returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (Npi) 8015 needed help flashing 8015 sn: (B)(4) customer said that he was on vacation and now he needed help with flashing some of the 8015 that was missed in the remediation. The customer stated that he forgot how to flash the 8015. Once I was able to let the customer know on what tab that's when the customer remember and said thanks for the help he could finish the rest. And the customer ended the call.